Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to problem code for the investigation result of balloon pinhole. A visual examination of the returned complaint device did not show visual defects. A functional examination was performed and the balloon was inflated without problem; however, the balloon did not hold pressure due to pinhole. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The physician removed the device and found a hole on the balloon. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.